Event description:
It was reported the iab was inserted in a pt with extreme aortic calcification. During a transesophageal echocardiogram, the physician thought he saw a hole in the balloon. Although there was no other indication of a balloon leak, the iab was removed. There were no pt complications.